Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their rtm would get really hot and the cord would move so the rtm would not always register on the controller. Pt said they had noticed that since they got it, and asked their rep if that was normal for it to get warm at one point. Pt said their rep reprogrammed it to see if that would help, but then told pt to call ps. Pt said they had to make sure there was clothing between the paddle and their skin as it got hot. An email was sent to the repair department to replace the device.  Patient also reported that they were told to call in for a new battery as their battery wasn't "registering correctly". Pss asked pt to clarify, pt said the controller screen would sometimes not recognize their touch starting in april. Pss asked if that happened while charging or anytime, pt didn't remember at first, but then said it must be when they were charging as pt remembered trying to press the x on the batteries screen and the padlock on the screen when charging. Pt said their rep reprogrammed it to see if that would help, but then saw the rep again yesterday and was told to call patient services. Additional information received reported that they were having the same issue with the controller as documented in this case. Pt stated that the rep said that they needed a new controller as they were still having the same issue with the controller with the replacement rtm that they were having with the initial rtm. Pt stated that when they called ps the first time, they were told that the rtm would be replaced, so the pt was only sent the rtm; pt stated that they were told that there was a different rtm as there were problems with the original rtms, however they were sent the same exact rtm. Pt stated that when they tap the "x" or the lock icon to close out of the current screen or to turn the screen off, the controller touch screen doesn't react to their touch; pt stated that the issue doesn't occur quite as often as it did with the initial rtm, but that the issue still does happen quite often. Pt stated that other times the controller works perfectly fine. Pss understood that the issue was intermittent and that the issue was occurring while the pt was using the rtm to recharge the ins. Pt confirmed that the controller s/n was the same as documented in this case.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6), revealed a "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.